Event description:
It was reported that the lead was capped due to unacceptable thresholds. No pt complications have been reported as a result of this event. The ipg was explanted due to normal battery depletion. It is part of the advisory for this model and tested out of specification consistent with that advisory.

Manufacturer narrative:
The info submitted reflects all relevant data received. If add'l info is received, a supplemental report will be submitted. The ipg has been added to the report based solely on device return and analysis. Evaluation summary: preliminary testing revealed a no output and no telemetry condition. Further analysis found this was the result of lifted output bond wires.